Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field e1 initial reporter email. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.